Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's neurostimulator (ins), implanted for spinal pain. It was reported that the ins is turning on/off unexpectedly. The rep met with patient to obtain better coverage for their foot pain. Caller states patient is complaining that stim is extremely positional to the point where it feels like stim turns off (for possibly up to 15 minutes) even though they haven't moved/changed positions or touched the controller. Patient believes there is a technology issue because stim will be on and running fine, feel like it turns off and when they hit the increase button on the controller, stim will immediately turn back on. Caller performed reprogramming so stim felt better. Caller indicated impedances are normal and adaptive stim is not enabled yet. It was unknown what is displaying on the patient programmer when the issue occurs. The caller was not with the patient, therefore no further troubleshooting could be performed. Caller indicated both them and the physician have talked to patient about healing process for leads. Caller states they will see patient for follow-up in a couple weeks. It was stated that stim was only turned on approximately a week to week and a half ago so issues would have had to have started since then. No symptoms were reported and no further complications were reported/anticipated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins turning on/off unexpectedly and the stimulation turning off was not determined and the patient had not reported this concern again. The rep said that no actions were taken to resolve the issues but the issues had been resolved. No further complications were reported/anticipated. Omitted information regarding (B)(4) - previous cases of ins turning on/off.